Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
Date of event: (B)(6) 2018. (B)(4). Event description: during the atherectomy procedure, the guide wire was used in conjunction with a support catheter to cross the target lesion, which was a chronic total occlusion located at the peroneal artery and tibial-peroneal trunk. An attempt was made to retract the catheter, however it was found to be caught on the guide wire. The catheter was manipulated back and forth in order to remove it from the body. The guide wire was difficult to remove, and when it was withdrawn the tip was noted to have become separated from the body of the wire. Forceps were used to remove the tip fragment and the patient was stable following the procedure. Product model: 7-10050-06/30g-300-014, product lot: 10953526, device returning: yes. Facility: (B)(6). Physician: dr. (B)(6). Additional event information: retrograde below knee cto. Guide ire was used in conjunction with a medtronic catheter. Physician had crossed the distal cap of the cto, and was at the proximal cap at junction of peroneal and tpt arteries. Proceeded to try to pull the catheter back out, but the wire would not separate from the catheter. Pushed and pulled to attempt to dislodge the wire, this did not work. The catheter was removed and the main body of the wire came out but the wrap on tip of the wire remained in the body. Forceps were used to remove the rest of the wire, no device fragments remained in the patient. Wire will be returned for analysis along with the tip. Another wire was used and procedure was continued, atherectomy and balloon were completed, no patient consequences they are stable and discharged.

Event description:
Date of event: (B)(6) 2018 csi complaint number: (B)(4). Csi RMA number: (B)(4). Event description: during the atherectomy procedure, the guide wire was used in conjunction with a support catheter to cross the target lesion, which was a chronic total occlusion located at the peroneal artery and tibial-peroneal trunk. An attempt was made to retract the catheter, however it was found to be caught on the guide wire. The catheter was manipulated back and forth in order to remove it from the body. The guide wire was difficult to remove, and when it was withdrawn the tip was noted to have become separated from the body of the wire. Forceps were used to remove the tip fragment and the patient was stable following the procedure. Product model: 7-10050-06/30g-300-014. Product lot: 10953526. Device returning: yes. Facility: (B)(6) hospital (B)(6). Physician: dr. (B)(6). Additional event information: retrograde below knee cto. Guidewire was used in conjunction with a medtronic catheter. Physician had crossed the distal cap of the cto, and was at the proximal cap at junction of peroneal and tpt arteries. Proceeded to try to pull the catheter back out, but the wire would not separate from the catheter. Pushed and pulled to attempt to dislodge the wire, this did not work. The catheter was removed and the main body of the wire came out but the wrap on tip of the wire remained in the body. Forceps were used to remove the rest of the wire, no device fragments remained in the patient. Wire will be returned for analysis along with the tip. Another wire was used and procedure was continued, atherectomy and balloon were completed, no patient consequences they are stable and discharged

Manufacturer narrative:
Inspection of returned product summary: the complaint incident contained information that the zilient guidewire became fractured during the atherectomy procedure. The guidewire within the catheter was crossing the chronic total occlusion lesion located at the peroneal artery and tibial-peroneal trunk. The physician tried to remove the catheter; however it was impossible to remove the catheter from the guidewire. The catheter was manipulated back and forth in order to remove it from the patient body. The guidewire was removed but it was found to be separated into two pieces. The physician used forceps to remove the guidewire distal end form the anatomy. The physician used the other guidewire to complete the procedure. There were no adverse patient effects. Upon inspection of the returned guidewire, it was confirmed that the guidewire was separated into two pieces. Both pieces were returned for investigation. The guidewire coil was found to be stretched and the guidewire body was found to be severely deformed over the entire length. This might suggest that the guidewire was exposed to robust handling by the physician during the procedure. The sem analysis was performed on both of the fracture surfaces of the guidewire. There are microvoids visible in the centre of the fracture face, these are indicative of the wire's ductility. In the centre the microvoids are more equiaxed, however they become more elongated as the distance from the centre of the wire increases. More equiaxed voids are indicative of failure due to tensile loading (which could have been when the physician was pulling the wire to try and get it out). The elongated voids that exhibit a swirling flow pattern are more suggestive of failure due to torsional overloading, which could have occurred after the guidewire became stuck and before the physician realised this but continued turning it. The fracture is ductile in nature and attributed to tensile overloading but predominantly torsional overloading. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure and this remains the main cause of this incident. Attachment: [(B)(4) complaintinvestigationform.pdf].